Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 217mg/dl and 95mg/dl. Hi(>600mg/dl), 99mg/dl and 545mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.